Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hip prosthesis surgical procedure on (B)(6) 2016 and the topical skin adhesive was used. On (B)(6) 2016, a surgeon informed that the patient developed infection on the operating site. It was also reported that the outcome of this infection is still unclear, but further follow-up will be done together with the surgeon. Additional information has been requested.